Event description:
Customer reported nurse noted that the fluid from the secondary bag was flowing into the primary bag. Customer reported the primary infusion was .9nacl and the secondary infusion was azactam 1 gram. One used primary IV set with back check valve was returned for investigation. Investigation is ongoing. Follow up report will be filed when complete.

Manufacturer narrative:
This report was filed by the manufacturer.